Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked at the injection port. The leak was observed at the pharmacy after filling prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to d4: lot #: 22d007 (previously submitted as asku). Correction made to d4: unique identifier (UDI) #: (B)(4) (previously submitted as ni). H4: the lot was manufactured april 04, 2022 to april 05, 2022. The device was received for evaluation. A functional leak test was performed, and it was noted that a leak (backflow) was observed at the fill port. Further examination on the unit revealed root cause of backflow at the fill port was due to a particle measured to be 0.20 square mm in size, stuck under the device checkband. The checkband is located inside the bladder. The particle was identified to be acrylic material via ftir test. Acrylic is the material of the device stressmember. The stressmember is located inside the bladder. Small shaving from the stressmember may have been stuck under the checkband during manufacturing. The reported condition was verified. The cause of the condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.